Event description:
It was reported that during device replacement, externalized conductors were observed on the right atrial lead. An x-ray was taken and there was visible externalization on the riata. The lead was capped and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: event date should have been submitted with the initial report. The affected lead was the right ventricular lead, not the right atrial lead. The recall number should have been z-0457-2012 rather than z-0457.

Event description:
It was reported that during device replacement, externalized conductors were observed on the right ventricular lead. An x-ray was taken and there was visible externalization on the riata. The lead was capped and replaced. The patient was stable before, during, and after the procedure.